Event description:
It was reported that the home patient (hp) had compromised the transfer set while using a homechoice (hc) machine. The hp disconnected the patient line from the transfer set, which brushed against his leg. The hp put a minicap on the transfer set to attempt to disinfect it and then reconnected the transfer set to the patient line which had not been capped. The technical service representative (tsr) explained that the supplies were compromised and assisted the hp in ending therapy to start over with new supplies. There was patient involvement but no patient injury or medical intervention indicated in association with this report. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not available for evaluation. Proper user instructions are addressed in - the homechoice and homechoice pro apd systems patient at-home guide, which is shipped with every homechoice device. The guide has instructions on the steps to properly disconnect from the cycler during an emergency and explains how to reconnect to therapy after properly disconnecting. There are directions to maintain aseptic technique when following troubleshooting. A review of the label for the product family will be conducted. If there is any further relevant information, a supplemental medwatch will be filed. If additional relevant information becomes available, a follow up medwatch will be submitted.